Manufacturer narrative:
The specimens were collected in-house in 13x100mm lithium heparin plasma tubes. Customer is not questioning any other patient samples or assays. Customer stated that there were "no issues with qc". There were no messages in the event log associated with this event. Service was not dispatched for this event as customer is not questioning instrument performance.

Event description:
Customer obtained multiple, reproducible elevated troponin (accutni) results, above the ami cut-off, for one patient. Sample from this patient was tested for troponin by an alternate methodology and a result of 0.00ng/ml was obtained. The results were reported out of the lab and the patient was sent to the cardiac catheterization laboratory and was catheterized. There was no evidence of cardiac abnormality found. The patient's sample was sent to customer product line support (cpls) for testing which confirmed the existence of a patient source interferent.